Event description:
The customer stated that was moisture underneath the liquid crystal display. The customer reported a blood glucose reading of 230 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies.